Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 200 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the office. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 9/16/2019 and open vial date is about a week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called and states that prior to (B)(6) he used to do his blood glucose very sporadically. He then started to do his blood tests every day since (B)(6) and noticed how high is blood glucose level is. He does his blood fasting in the morning and before lunch and before dinner sometimes 2 or more hours after dinner and at bedtime. His last a1c done 2 weeks ago was 8.0 which I gave him the conversion of 147-217 mg/dl.